Manufacturer narrative:
The download history file shows a normal bolus was programmed and was delivered. Insulin pump suspend was listed. The button event file was overwritten. Unable to verify if customer manually suspended the insulin pump. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump then was programmed and monitored boluses. All bolus profiles delivered properly with no unexpected frozen screen noted during bolus delivery. No unexpected bolus delivery noted during testing. No bolus anomaly noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot. Insulin pump had an intermittent button response due to corroded damage on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was giving her random bolus delivery. She also stated none of the buttons are functioning with the exception of one. Customer also stated, the bolus issue started occuring when the insulin pump froze on the bolus screen. Customer's blood glucose was 68 mg/dl. The customer also reported, the insulin pump tried to give her 4.1 units of bolus. The customer could not recall any significant events leading to the alarm. The customer also reported having high blood glucose the day before but declined to troubleshoot. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.